Event description:
It was reported that during a laparoscopic 'galle' procedure, the clip stuck off in the jaw. After the surgeon used force he could open the jaw and remove the clip. As he tried to place another clip, the same happened. The surgery took a few minutes longer because they used a new device. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Added additional information the device was received in good condition. The device was tested with a generator and the device was functional and the replace indicator did not illuminate during any functional tests. The cut the test media when activated. The energy output delivered from the device was verified.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the device was no longer activated although the actuation sound was heard and no error sound was heard. When the device cut the tissue and then tried to coagulate, the device could not coagulate. After that, when the device function was checked outside of the patient's body, the device was activated as usual. The doctor experienced the device. There were no adverse consequences for the patient. Additional information: the device was used on omentum and its blood vessel. As the device could not coagulate the tissue, the bleeding was occurred. The bleeding was arteriosus. But the doctor performed a hemostatic method immediately, the operation was not converted. The bleeding amount was unknown and no transfusion was performed. When the device was checked its function out of the patient by activating with clamping a wet tissue, the device was activated as usual.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.